Event description:
An ophthalmic surgeon reported that the cable "got a hole" 2 centimeters away from the probe one min after starting laser emission for a photocoagulation procedure. It was reported that the "light leaked from the hole and failed to illuminate". The customer did not have a replacement and covered the hole with tape to finish surgery. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).